Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2016-02804 / 0001825034-2016-02807). Product location unknown.

Event description:
Patient underwent a shoulder revision procedure approximately 19 months post implantation due to dislocation and pain. The glenosphere was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Patient underwent a shoulder revision procedure approximately 19 months post implantation due to dislocation and pain. The glenosphere was removed and replaced. Op report states that there was fluid found in the joint and wear was noted on the inferior lip of the humeral bearing. The glenosphere was identified as being displaced for the joint and loose. Metallosis was noted in the joint capsule. Both the glenosphere and humeral bearing were removed and replaced.

Manufacturer narrative:
This report is being amended to reflect corrections and additional information. Product or photos were not returned, therefore condition of device is unknown and examination could not be performed. This device is used for treatment. Complaint history review identified no other complaint on this part and lot combination. Per surgical technique, the implants are compatible with one another. The revision op notes noted significant wear which may have led to the dislocation. Root cause remains undetermined without product return.